Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the immediately after placement of the lenses, the astigmatism was not corrected. The doctor did yag laser which did not help. Later the touch up lasik was done which corrected the residual astigmatism but the intermittent blurry and hazy vision continues. Doctor placed the punctual plugs on (B)(6) 2021, patient still having intermittent good and bad vision, and mostly bad. Some day¿s patient read newspaper and street sign and some days patient can't. Patients poor vision cannot be corrected with glasses. Patient has not been diagnosed with macular edema, but is going on (B)(6) for further testing.

Event description:
Additional information received stated that macula imaging was done which did not show edema. Ophthalmologist prescribed steroid medication four times daily. Which was tapered down to 2 times daily this week, 1 time daily next week and then stop. The medication did not made any difference to the vision.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. Information was provided that the consumer had yag surgery, and later, touch up for lasik. Doctor also placed punctal plugs. Patient indicated still having intermittent vision issues. Patient did not wish to share doctors information but was scheduled for another doctors appointment to discuss issues. Additional information was provided that the patient saw ophthalmologist. It was reported that there was no macular edema. Doctor prescribed prednisone drops anyway with ni. Patient being referred to another ophthalmologist in spokane. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. There are two medical device reports associated with this patient. This report is associated with the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, vision is very blurry a year later. Vision is variable each day. Street signs are blurry and a magnifying glass is needed to read the newspaper. The consumer stated they had yag laser and touch up lasik in each eye following the initial implant procedure. The consumer is very dissatisfied. There are two medical device reports associated with this patient. This report is associated with the right eye.